Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the blood tubing separated and leaked at the engagement between the silastic tubing segment and blue upper fitment while troubleshooting an ail alarm approximately 1 minute after the infusion had begun. The separation of the tubing caused splashing of blood onto the nurse, pump, and the floor. Reportedly the nurse said that the "pumping segment looked 'deformed' before loading it into the module, but decided to use the tubing set anyways". There was no patient harm from this event other than delay of treatment, as the patient's blood type was difficult to source. The nurse was sent to occupational health to follow the hospital's blood exposure protocol.

Manufacturer narrative:
The customer¿s report of a set separation and leak was confirmed based on pictures provided by the customer, however the report was not confirmed on the received suspect set. During visual inspection bloody fluid was observed throughout the set; and a crushmark was observed on the o-ring. There were no other anomalies; further visual inspection of the set¿s silicone segment found no obvious damage. The rest of the set was also inspected and no obvious damage was observed. Functional and pressure testing was performed and there were no signs of leaking. The root cause of the customer's report of a set separation and leak was not identified.